Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm was 56 mg/dl. The patient didn't check a finger stick because he did not have test strips. The patient was feeling dizzy and disoriented. He did not self treat or take any medication but called 911 for assistance. When the paramedics arrived, they did a finger stick which showed a bg of high (no exact value). They gave the patient no medication/treatment and took the patient to the hospital. At the hospital, they did a blood test which showed his bg as 900. The patient could not provide the cgm reading at the ER. The patient also said he does not know the other results of his tests. The patient was given saline fluids and fast acting insulin via IV. The patient stayed at the hospital for 12 hours. Prior to going home, his last bg reading was 387 and the patient stated that he was able to manage his glucose then. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.